Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy procedure, the stapler reload did not cut through the tissue at distal end of stapler reload. The surgeon tried with two additional reload but still needed to used laparoscopic scissor in order to cut through tissue to complete the removal of appendix.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload was fully fired. The jaws of the reload were clamped and the knife bar assembly was retracted to the proximal end. This indicated that the jaws did not open when the instrument return knobs were retracted. All staples were fired, formed and found between anvil and cartridge. Pmv performed functional testing. The reload jaws were manually opened. The reload was loaded into a post market vigilance instrument device for functional testing. The jaws clamped and unclamped repeatedly without difficulty. The interlock was overridden and the reload was then cycled without hesitation or binding. The reload interlock was tested and found to function properly. The jaws opened after the instrument return knobs were retracted. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected an unreported condition of reload misload/lockdown that has no relationship to the reported condition. The root cause of staple pre-fired and/or inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit (sulu) engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. No further actions have been deemed necessary at this time. Additionally, an unreported condition of reload misload/lockdown was confirmed. If information is provided in the future, a supplemental report will be issued.